Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device had a possible air leak. During in-house engineering evaluation, it was observed that the device had cosmetic damage, was loose, generated heat, had an air leak, and the locking components were damaged. It was further determined that the hose was damaged (excluding rupture). It was further determined that the device failed pretest for visual assessment, hose verification, loctite verification, temperature assessment, temperature assessment and oil leak assessment. It was reported that there was a five-to-ten-minutes delay to the surgical procedure to replace the device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device generating heat, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).